Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information by a physician from (B)(6) of shortcomings of the connecting method and peritonitis in a male patient coincident with dianeal-n pd4 1.5% therapy. On an unreported date, the patient began dianeal-n pd4 1.5% (10l/day, frequency not reported) intraperitoneally (ip) for chronic renal failure. At the time of the report, dianeal-n pd4 1.5% therapy - ongoing unchanged. On an unreported date, the patient experienced peritonitis that resulted in hospitalization on an unreported date. The peritonitis was caused by the shortcomings of the connecting method by the patient. Treatment was not reported. On an unknown date, peritonitis resolved. A causality for the shortcomings of the connecting method was not reported. The reporter stated the peritonitis was unrelated.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was confirmed. Baxter (B)(4) clarified the connection issue was due to user error. The patient had not got accustomed to the connection method. There was no defect with the products. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The directions include step by step instructions to ensure the luer connections are secure. The root cause for the report of use error-breach in aseptic technique, which resulted in peritonitis was undetermined.